Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the physician experienced initial difficulty deflating the balloon. The balloon was eventually deflated and removed without incident. The patient status is listed as "okay".